Event description:
It was reported that during a coronary drug eluting stenting procedure, stent damage occurred. The 90% stenosed lesion was located in the moderately calcified and severely tortuous mid right coronary artery. The lesion was predilated with an unk semi-compliant balloon, inflated to 12atm for 15 seconds. The taxus express2 3.0x20mm drug eluting stent was advanced, but was unable to cross the lesion. The device was removed from within the pt and the physician noticed that the distal edge of the stent had lifted up. The procedure was completed with a different device. No pt injuries or complications occurred. The pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.